Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator suddenly shut down, and then displayed a "check vent: ventilator restarted". The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. The customer reported that no medical intervention or delay in therapy was reported. The customer provided the following patient information, female, 72 years old. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that issue was not duplicated during a running test. The se reviewed the event log and was able to confirm that a "check vent: ventilator restarted" (1101) and "user interface cpp" (3007) were recorded. The se noted that when error code 1101 is followed by a 3007 code, no actions are required. The device was be returned as per a request from the customer.